Event description:
The facility reports that while preparing for a transfer with the sara 3000, a caregiver had bent down to the side of the hoist, hitting her head in doing so. It is reported the sara 3000 in question had damaged (B)(4) hand grips, exposing the metal under the hand grips. Initially, an eye injury was reported. Further contact with the customer revealed that the injury appears to be a skin laceration in the vicinity of the eye. (B)(4).

Manufacturer narrative:
An MDR review was performed for this and similar relevant products; there have been no previous MDR's relating to this failure mode, to date. A review of related complaints for this and similar relevant products was performed with the same result as the MDR review: this is established to be an isolated occurrence. A review of scrap and rework history was performed to detect relevant info; no relevant info with regards to this incident was found. The product's DHR was reviewed for anomalies; none were found. The product's recall history was reviewed for links with the incident description; no recalls have been carried out on any active lift device to date. The relevant product involved in the complaint was not requested to be returned. Pictures were received of the deficiency and in combination with previous simulation, offer sufficient insight into the problem for this investigation. A review of the intended lifetime of the product was performed. The device involved is 4 years old and falls well within the 10 year expected lifetime. Conclusion: we have been able to duplicate the failure mode of this complaint. We have been able to establish that there is no complaint trend with this product and issue. We have been able to find no contributing manufacturing anomalies. The root cause of the incident was found to be use error, not making allowances for obstructions: the handgrip damage corresponds to damage caused by multiple cases of the handgrip being raised under an obstacle. The device opi clearly warns: to daily check for this type of damage; to make allowances for obstructions. Corrective actions: from this info, medibo can not come to a corrective action toward the product. Medibo strongly recommends review of the training methods, and endorses retraining of staff to the opi. Also, medibo will continue trending of this as yet isolated occurrence, for possible future actions.